Event description:
It was reported the wound was inflamed. The bacteria culture was negative. A couple weeks later the wound was infected and the bacteria test was positive. The lead was explanted and replaced by another lead. The location of the infection was the lead/extension connection.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# 0205853931, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).